Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module did not reproduce the described customer issue. The review of the returned excerpt of the device logs confirm the reported issue. The measured value in the flow transducer test during pre-use check was just outside the accepted range. If this fault occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the fault occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).